Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the problem stemmed from a jammed drawer, with the vial positioned vertically in the pocket. A field service engineer positioned the vial horizontally to alleviate a medication blockage. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system there was matrix drawer jammed and ticking sound while attempting to open drawer. The customer reported that there was a delay in patient care and indicated that this malfunction has hindered the timely dispensing of medication. There were no adverse events or injuries reported based on this incident.